Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced a failure code 38 in pump two at power on. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and condition was confirmed in service. The cause was determined to be a malfunction in the tube misloading sensor circuitry. This complaint is an ancillary service event opened during investigation of (B)(4). The sensors were replaced to correct the condition. A follow-up MDR will be submitted if any additional information is received.